Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue for ln 550900 is attributed to use error. The device tip is not meant to be removed from the handle. Per the drawing, the tip is attached with medical grade epoxy. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon receipt of additional information, it has been determined that the event was not a record-able event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that the event was not a record-able event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Device product code: phx. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument crack was noted after the surgery. Attempts have been made and no further information has been provided.